Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2017 with the following findings: a review of the black box showed a power on reset event following a 144 replace cartridge alarm. Following the power on reset event a 128 replace battery alarm was posted. The pump powered on with the returned battery cap the battery cap was able to be fully tightened. The battery compartment was cracked in the thread area. No evidence of contamination was found inside the battery compartment. The pump was run for 24 hours with the returned battery cap to no reboots, loss of powers, or call service alarms. The current draws were within specifications. The pump case was removed to find no evidence of moisture or loose components. No evidence of excessive pump temperatures were duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.